Manufacturer narrative:
There was no report of harm to the patient attributable to the output from the device in this event. The patient's orthopedic surgery was rescheduled for a later time. Beckman coulter customer technical specialist (cts) evaluated the issue and observed the calibrator lot m209670 was not loaded and the reagent being used is m211358. Cts advised the customer to load the corresponding calibrator disk for lot m209670 and repeat calibration and quality control (qc) testing. Upon repeat calibration and quality control (qc) testing, the issue was resolved. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the generation of false high hba1c3 (hemoglobin a1c3) patient results on their dxc 600 pro clinical chemistry analyzer. The customer stated the physician cancelledl the patient's orthopedic surgery on the day the results were reported out. The customer stated that the a1c levels ran lower at the surgery center. There was no report of harm to the patient as a result of this event. The customer did not provide patient data or demographics.